Manufacturer narrative:
Controls were run 4 hours before this incident and were within acceptable ranges. The instrument sensitivity was set at 2202, which is mid-level for all blast flags except for imm. Ne 1 which had been turned off. Note: imm ne 1 is a flag for suspect immature neutrophils, primarily bands. Service did not evaluate analyzer. On (B)(4) 2008, a recommendation was made to add definite flag to ly% (lymphocyte%). Raw data analysis was conducted and determined that the algorithm failed to flag this population with either blast or variant lymph flag. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represent event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00750.

Event description:
Customer reported erroneous differential test results were obtained while using the coulter lh 750 hematology analyzer. There were no instrument generated flags for these test results. The results were determined to be erroneous based on a manual differential with blast cells present. Erroneous test results were not reported outside the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer for the first of two analyzers.